Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to get the pump to complete the load sequence. The customer's blood glucose level was as high as 180 mg/dl. The customer was admitted to the hospital on (B)(6) 2015 and released later that day. The customer was observed but did not receive any treatment. Reportedly, the pump logs indicated several change cartridge alerts, a low insulin alert, and an empty cartridge alarm. During troubleshooting with tandem technical support (cts), cts found that the customer did not have enough insulin in the cartridge.